Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp)s and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Programing options were performed. Currently, this ICD remains in service and no additional adverse patient effects were reported.